Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing erratic blood glucose of 40-400 mg/dl for the past weeks. When her blood glucose was low, she ate or drank to increase her readings. When her blood glucose was high, she bolused through the infusion device and if this did not lower her blood glucose, she injected insulin via pen. She believes, the infusion device does not accurately deliver insulin. She stated, e4 (occlusion) was often displayed despite changing accessories. Her normal blood glucose level is 120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.